Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no deformations in the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope nozzle is clogged and ¿cutting.¿ there was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a foreign object clogging the inside of the nozzle. This finding was due to insufficient cleaning or handling of the scope. As a result of this finding, the drainage function was also reduced. Upon further inspection, water tightness was not maintained due to holes in the curved rubber caused by external factors. It was observed that there was a crack in the bending section cover due to external factors. It was also observed that the adhesive of the bending rubber was worn out. It was observed that the bending angle in the up direction does not meet the standard value due to wear of the angle wire. Also, the play of the angle knob in the up and down direction was out of the normal state due to the elongation of the angle wire. Discoloration was observed on the operational part. Lastly, scratches were observed on the following unit components due to external factors: curved rubber, curved rubber adhesive, insertion tube, operation part, tip cover, switch box, operation unit cover, up and down knob, up-down angle fixing lever, right and left knob, the grip, universal cord, on the operation part side oredome of the universal cord, on the scope connector side of the universal cord, scope connector, cover case and on the right-left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.